Event description:
The customer reported that control-iq was not adjusting insulin delivery as expected, resulting in a blood glucose level displayed as "low." Subsequently, the customer experienced an low blood glucose (bg) value displayed as "low". A specific bg value was not provided. The customer consumed carbohydrates to address the bg. A system check was performed, and the pump was functioning as intended however, the weight that was programmed was incorrect. The customer continued to use the pump for insulin therapy.